Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the teflon pad melted or tore off. The procedure was completed with a different but similar device. There was no pt injury reported.

Manufacturer narrative:
The subject device was not returned to olympus as it was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.